Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained using an unknown introducer sheath. The 90% stenosed target lesion was located in the moderately tortuous cephalic vein. After a non-bsc guide wire crossed the lesion, a 5.0x40x40cm mustang balloon catheter was advanced for dilatation. The device did not have kink nor resistance during the procedure. However, on the first inflation at 14 atmospheres, the balloon ruptured. The device was removed intact from the patient's body. The procedure was completed with another of the same device. No complications were reported and the patient's status was good.